Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00080.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "she had leaking issue near the end of the distal tubing that connects to the the catheter connector. She said the holes are in the middle of the tubing before you reach the connector." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.